Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. One day after event onset, the patient was treated with injection vancomycin (1g, once in 5 day, intraperitoneal, discontinued after 8 days) and injection ceftazidime (1gm, once daily, intraperitoneal, discontinued after 8 days) for peritonitis. At the time of this report, the patient recovered from peritonitis 8 days after onset. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.